Manufacturer narrative:
Visual analysis confirms that the device fractured at the base, and that the top portion of the abutment had been significantly modified. The most probable cause of fracture in zirconia abutments occurs if a drill/bur is used to alter the shape. Due to the inherent nature of material used for ceramic abutments, failures of this type are not unexpected. The root cause is likely attributed to user technique and/or operational context. Another potential root cause may be attributed to excessive torque force used to secure abutment screw. A torque setting over the recommended 30 ncm can result in fractures around the base of the zirconia abutment. If additional information is received, a supplemental report will be filed. Product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date. (B)(4).

Event description:
The complainant reported that a prima zi abutment fractured. The complainant noted a restoration date of (B)(6), 2010 . There was no indication of the placement or fracture date. The age and sex of the patient is unknown. There are no further details of the event from the complainant at this time. There was no indication from the complainant of any adverse effect to the patient as a result of the reported problem.